Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant products: d224drg, implantable cardioverter defibrillator, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead implantable tachy lead had experienced a single episode of high thresholds indicating a possible lead fracture. It was recommended the patient be seen for testing. The lead remains in use. No patient complications have been reported as a result of this event.